Manufacturer narrative:
Following information reported by the customer (B)(6) hospital in australia, the bed frame of enterprise 9000x was bent and moved sideways during raising. The patient was lying on the bed when this issue was noticed however did not sustain any injury. The device evaluation performed by arjo technician confirmed the reported issue. It was also noticed that there was unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm and the head end safety side rail panel was bent. Following arjo service technician opinion, the damage of the bed proves that the bed platform could be blocked by the hospital pendant during raising, which was located over the corner of the bed. It was decided by arjo representative to remove the bed from use permanently. The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance and consequently to radius arm detachment. The first one when the backrest is blocked with the obstacle in the position of 45 degrees and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 9000x bed (IFU 746-591-en-3). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Based on the information gathered and device analysis results, the first scenario is considered as a major contributing factor for failure occurrence. In summary, the enterprise 9000x bed did not meet the manufacturer¿s specification. There was patient lying on the bed when this malfunction was observed. The complaint decided to be reportable in abundance of caution due to the fact that the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported the enterprise 9000x frame was bent and the unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was observed. There was a patient on the bed when this issue was noticed, however no injury or other medical consequences were reported.